Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). Customer did not request for a field service specialist visit to the site. Only an accessory exchange was requested. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that colored wires on the handpiece were exposed. There was no patient involvement reported.